Event description:
Return reason: ruptured balloon. Analysis determined: investigation found a ruptured area in mid-balloon. Balloon shows signs of normal aging. No mfg defects were found. Unit was used in vivo. This was not detemined until analysis was completed. No further info is available on the pt's status. Corrective action taken: due to the low frequency and severity of this type of incident, no corrective action is due at this time. Bbnj will continue to closely monitor the frequency and severity of these incidents to determine if remedial action is necessary. The corrective action is that bbnj is continuously working to improve its balloon latex to lessen balloon tears. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements.